Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced a stoma site infection and was treated with antibiotic doxycycline.